Manufacturer narrative:
The olympus service team received a 70339001 for the reported issue of malfunctioning, the unit did not operate when powered on. The handpiece was visually inspected for abnormalities. There were no discernible damages found. Furthermore, the handpiece underwent functional tests to assess the device status. The user report was confirmed, when the handpiece was plugged in, it did not move. There was confirmed to be no output. The definitive root cause could not be determined. However, during handpiece inspection and assembly, the handpiece is evaluated for proper motor activation. This suggests that the handpiece was shipped out free from damages, which may cause no motor activation. This implies that the damages incurred were as a result of transportation, or use. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during an unspecified procedure the device was found not functioning as intended. The device when plugged in to power on, it did not function at all. There were no further details provided regarding the reported event. No known patient harm reported. No user injury reported.